Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash. The patient reported that he had a rash on his sides near where the monitor sits. The patient's physician advised the patient to remove the lifevest for a couple of days until the rash healed. Follow-up indicated that the rash had healed.